Event description:
Complaint received via email: "I'm writing to inform you that during lab band surgery today, the doctor noticed the buckle snapped on the initial band upon attempting to place it. We had to open a new one to proceed with the procedure".

Manufacturer narrative:
The device was returned for evaluation. The investigation is process.